Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was originally reported that the catheter fell out of the patient's body after placement. The patient underwent a urethral injury repair surgery. The user inflated the balloon with water using a syringe. The catheter was lubricated with xylocaine jelly and inserted into the patient for urine drainage. The patient started waking the following day, and noticed that urine leaked from the catheter. The patient later found that the catheter had fallen out, and called the nurse to confirm; the nurse found the catheter on the floor with a deflated balloon and noted that a small amount of water remained in the balloon. Later that day, the user performed a water leakage test on the catheter and noticed that the water leaked from a pinhole on the balloon. The patient did not experience any pain or hematuria due to the event. The catheter was replaced.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.]¿ the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was originally reported that the catheter fell out of the patient's body after placement. The patient underwent a urethral injury repair surgery. The user inflated the balloon with water using a syringe. The catheter was lubricated with xylocaine jelly and inserted into the patient for urine drainage. The patient started waking the following day, and noticed that urine leaked from the catheter. The patient later found that the catheter had fallen out, and called the nurse to confirm; the nurse found the catheter on the floor with a deflated balloon and noted that a small amount of water remained in the balloon. Later that day, the user performed a water leakage test on the catheter and noticed that the water leaked from a pinhole on the balloon. The patient did not experience any pain or hematuria due to the event. The catheter was replaced.